Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the consumer regarding the company representative regarding a patient receiving an unknown drug from the implanted pump. The indication for use was unknown. On (B)(6) 2016 the rep reported that the patient's pump was inactive and the system was still implanted. It was clarified that the pump was not functional when they had interviewed the patient pre-op the "pump had been inactive for some time." It was noted that the healthcare professional (hcp) had spoken with patient about explanting the pump at a later date. On (B)(6) 2016 the rep reported that the hcp had told the rep that the pump was inactive pre-op and that it would be explanted in the future but had not been scheduled. Further follow up was done to determine drug information, patient history, if the patient experienced symptoms, the cause of the inactive device, if any troubleshooting had been done, and if the pump was explanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider. The patient's medical history consisted of hypothyroidism, hypertension (htn), (B)(6), and pruritus. The patient had allergies to morphine, codeine, and tetracycline. It was unknown what oral medications the patient was taking at the time of the event. The pump was implanted to treat low back pain. The patient described her pain as throbbing, intense, tender, stabbing, unbearable, sharp, pinching, aching, and gnawing. The patient's pain improves with lying down and worsens with activity. The patient's pain affects her mood and sleep. It was reported that the patient's lower back pain was so severe that the patient ran her car off the road and tried to commit suicide. The patient was placed in a skilled nursing facility and was being seen by a psychiatrist for major depression with manic episodes. On (B)(6) 2013, the patient was brought to the managing physician on a gurney. At the office visit, the patient showed signs of mania (e.g. Easy distractibility, grandiose ideas, flight of ideas, unknown activity level, and decreased amount of sleep). The patient had pressured speech, and she felt that she was acting normal. It was noted that the patient's lower back pain was the worse pain she had and was requesting an increase in pump medications. The pump was interrogated and reprogrammed to reflect a change in dose from fentanyl 72.07 mcg/day to 89.86 mcg/day (25% increase). The patient personal therapy manager remained unchanged at 4 per day (8% each). The patient tolerated the procedure well without difficulty and left the office without assistance. In (B)(6) 2014, the drug was removed from the pump and replaced with saline. This was when the pump was inactivated. The pump was inactivated, because it gave very little relief to the patient. The patient's back pain had gotten worse. The patient's pump was left implanted for the time being. It was noted that if the patient's hernia where the pump was sitting on doesn't get worse, the patient will let the pump stay. If the hernia got worse, the patient would have the pump explanted. It was noted that the patient was no longer seeing the physician who was managing the pump at the time of the event. The patient's medical records were not available, so the cause of the event and whatever troubleshooting that had been performed was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Additional information received from a different healthcare provider (hcp) reported that the date of onset of reported event was (B)(6) 2015. The pump was explanted on (B)(6) 2016. It was noted that the catheter was cut off at the pump and tied closed; the surgeon placed a couple of small clips distally and then folded it in half and then tied it with a prolene suture. It was checked for leaks, there were none. The "specimen was removed completely." The patient had stayed in the hospital for 2 days. On (B)(6) 2016, the hernia repair was performed, after which the patient was sent to a facility for rehabilitation. Medical records state that the hernia repair and pump removal were both done on (B)(6) 2016. The patient was admitted into the emergency room (ER) from (B)(6) 2016 (the reason for admission the ER was unknown). The patient was discharged and sent back to the facility and underwent rehab for 20 days. It was reported that it was unknown when the hernia was diagnosed. All medical records on file with the hcp had never stated a diagnosis of a hernia. No information in the medical records had provided information on what was the cause of the hernia diagnosis. The patient did not have any history of surgical procedures in the area of the hernia besides the pump implantation. The medical records on file with the hcp had not provided any information on the patient's diagnosis of major depression. The patient had been under the care of a different physician when the patient was being seen by a psychiatrist for major depression with manic episodes. It was noted that the pump was "telemetried, analyzed, and reprogrammed to reflex a change in dose with (B)(4) increase." It was noted that the patient's depression or manic episodes had happened under a different physician. As far as the patient was concerned, per progress not dated (B)(6) 2016 with their office, the patient had no other changes to report.